Event description:
It was stated that the customer was hospitalized after experiencing a seizure. The customer's blood glucose reading was 69 mg/dl when his mom found him. Troubleshooting was performed and the insulin pump was programmed correctly. The insulin pump passed the displacement test. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.